Event description:
It was reported that the pump touch screen was dim and unresponsive. There was no reported impact to the customers blood glucose. Reportedly, the customer declined to provide additional information and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.